Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital due to an unrelated event. The notification of the device was observed to be in an off position. The notification was turned back on. The patient was stable and will continue to be monitored.